Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another drawer that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) identified inaccessible medications in drawer 4.1. Site reboot did not resolve the issue. Customer was allowed to log into the application; fse used the red emergency release to open the drawer. Once opened, the drawer appeared in the recovery list and was successfully recovered. Hardware functioned properly afterward. The system functioned as intended after the field service engineer resolved the issue.